Event description:
The patient was undergoing an exploratory laparotomy to resect a segment of small bowel. We used the 60mm linear covidien stapler to resect the small bowel and the first two fires of the stapler resulted in correct staple firing and subsequent cutting. The third load, which we used to create our common channel, did not deliver any staples when we fired it. The stapler instead cut both free ends of the bowel. We had to bring out a new (signia) stapler to re-resect several centimeters on each side and complete the anastomosis. This resulted in longer operative time while we waited for the replacement equipment to re-do our anastomosis. This also resulted in greater contamination than would have otherwise occurred and put the patient at increased risk of related sequelae i.e. Abscess, ileus, etc.